Event description:
Boston scientific received information that during a routine changeout procedure, the right ventricular setscrew could not be loosened with a competitor wrench. The decision was made to close the patient and attempt the procedure again with the appropriate wrench. Two days later, the procedure was again attempted. The appropriate wrench was still not able to loosen the setscrew. Therefore, the competitor right ventricular (rv) lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough device analysis was performed. The device was returned with e lead terminal pin section in the right ventricular port. The lead portion was removed after the tip set screw was loosened. Technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.